Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a patient who was implanted in (B)(6) 2016 with program 0- and 1+ at an amplitude of 0.8 volts. During the year, they increased the amplitude to 1.8 volts. Findings at a hospital visit a year later, showed normal impedance and a battery capacity of 86-100%. Now the patient has reduced effect and the low light on their remote lights up. It was reported that the rep sees there are a low impedance <(><<)>50 between 0 and 1 and the battery capacity is low. Switches to stimulation between 0- and 2+ and the patient felt good stimulation but the battery capacity was still low. Later it was reported that there was a report of electrocautery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was nothing about electrocautering in the nurse's description and the patient was probably scheduled for a lead replacement in the operating room day.

Manufacturer narrative:
Concomitant medical products: product ID 3095, lot# nah04939ov, product type extension. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no indication of electrocautery. Broken electrode was not confirmed. The patient's implantable neurostimulator (ins) and lead had no date for replacement set.